Manufacturer narrative:
D10: 02-012-60-1440 - tru stem ext 14mm x 40mm: (B)(6), 02-020-11-0350 - truliant ps cem fem ps cem right sz 5: (B)(6), 02-022-44-5011 - truliant tib imp psc insert sz 5, 11mm: (B)(6), 02-022-45-5045 - truliant tray, cem sz 5f/4.5t: (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant: (B)(6), 201-78-15 - holding pin mini sharp point 4 pk: (B)(6), 204-70-00 - tibial stem ext. Screw: (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6), 521-78-32 - threaded pin size 3.0 collarless 2pk: (B)(6), 521-78-36 - threaded pin size 5.1 collarless 2pk: (B)(6), (B)(6) - gps implant kit v2: 04008222052. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient underwent a right total knee arthroplasty. Subsequently, one (1) month later, the patient experienced pain and stiffness/arthrofibrosis (10 to 80) degrees. As a result, the patient underwent a manipulation under anesthesia. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, e, f. The reported manipulation under anesthesia is due to stiffness, arthrofibrosis and pain cannot be conclusively determined; however, it may be due to patient factors/etiology, component positioning, arthrofibrosis, infection and/or implant selection. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.